Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 there was unexpected receiver shutdown...the complaint confirmation of the unexpected receiver shutdown could not be determined. The complaint receiver device was returned for evaluation. The device was externally visually inspected and it passed. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, there is no data within the investigation window. The receiver case was opened and the internal inspection passed. The reported event of unexpected receiver shutdown was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.